Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 1335484. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was clogged during use. The following information was provided by the initial reporter: "we are having multiple issues with defective needles in neurology clinic... The needle must not be hollow all the way through as we can¿t draw up or push anything through the needles. 30g x 1/2¿ bd precision guide needles lot# 1335484 lawson# (B)(4) or 305106 (not sure which one is correct). Multiple needles per box; some work just fine and others are defective. We are poking patients unnecessarily as we don¿t know which needles are defective."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 31aug2022. H6: investigation summary: it was reported the customer is unable to draw up or push anything through the needles. To aid in the investigation, nine samples with the plastic shield, but no packaging blister, were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. This defect could occur if, while passing the needle through the stopper vial, the needle got clogged with the stopper material. A device history record review was completed for provided material number 305106, lot number 1335484. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd precisionglide¿ needle was clogged during use. The following information was provided by the initial reporter: "we are having multiple issues with defective needles in neurology clinic... The needle must not be hollow all the way through as we can¿t draw up or push anything through the needles. 30g x 1/2¿ bd precision guide needles lot#: 1335484, lawson#: (B)(4), (not sure which one is correct). Multiple needles per box; some work just fine and others are defective. We are poking patients unnecessarily as we don¿t know which needles are defective."